Manufacturer narrative:
Concomitant products: product ID 3998, lot # l90494, implanted: (B)(6) 2001, product type lead; product ID 7435, serial # (B)(4), implanted: (B)(6) 2002, product type programmer, patient; product ID 3998, lot # l90494, implanted: (B)(6) 2001, product type lead; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2001, product type extension; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2001, product type extension; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2001, product type extension; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2001, product type extension. (B)(4).

Event description:
The ins and leads were replaced for unknown reasons. The patient thought it was in 2005 but the device manufacturer registration indicates 2008. Additional information has been requested.